Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient experienced high blood glucose level in the morning. The infusion set tubing detached from the catheter. No further information available.